Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history: lot: product code: 04.168.000s. Lot number: 84p9038. Manufacturing site: jabil grenchen. Release to warehouse date:01/02/2021. Expiry date:01/01/2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the primary surgery with the fns. The surgery was completed successfully without any surgical delay. After the surgery, non-union was confirmed, and it was on the verge of cut-out. On (B)(6) 2023, the fns will be removed, and bha will be performed. According to the surgeon, in the primary surgery, the inlaying condition was reduced and fixed. Full load was applied immediately after surgery. As a result, the surgeon guessed that re-inlaying and non-union occurred. No further information is available. This report is for one (1) pl 1-ho f/fem neck syst tan. This is report 1 of 4 for complaint: (B)(4).